Event description:
The patient had the first implantable neurostimulator (ins) in 2005, and had to shake or move the ins to get stim from the leads. The patient went to the doctor¿s office and told them it was not the battery because he could wiggle it and get stimulation. The patient went in for a revision in 2006 and they put in a new battery. The patient outcome was recovered without permanent impairment.

Manufacturer narrative:
Product ID 3998, lot# j0527197v, implanted: 2005 (B)(6); product type lead product ID 37742, serial# (B)(4); product type programmer, patient product ID 3708340, serial# (B)(4), implanted: 2005 (B)(6); product type extension. (B)(4).